Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer discovered the ggt-2 g-glutamyltransferase ver.2 results would be higher when a sample was tested with other assays than when the ggt assay was tested on the sample alone. The specific number of patient samples involved was unclear. Data was provided for three patient samples. Sample 1: result with other assays was 209 u/l. Result when tested alone was 113 u/l. Results when tested alone with a new sample from the patient were 114 u/l and 115 u/l. Sample 2: result with other assays was 77 u/l. Result when tested alone was 19 u/l. Sample 3: result with other assays was 87 u/l. Result when tested alone was 55 u/l. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patients were not adversely affected. The reagent lot number was 183421 with an expiration date of 06/30/2017. Review of the reaction monitor provided for sample 1 indicated a pipetting issue. The calibration data provided was acceptable. The maintenance status of the analyzer is acceptable. The qc data provided was not stable and many out of range results were noted. A general lot-specific reagent issue is unlikely.

Manufacturer narrative:
It was determined there was a problem with the gear pump and it was replaced. The field service representative confirmed the analyzer was then running within specification. The gear pump is responsible for providing sufficient water pressure to wash the inside of the probes. If it is not functioning correctly it can cause the probes to have reagent carry over from one measurement to the next.